Event description:
It was reported that a home patient noticed damage to their minicaps prior to product usage. The patient stated that the sponge was completely outside of the mini-cap, but that the iodine was still present. There was no noticeable damage found on the shipping box or the over wrap on the mini- caps. There was no patient usage of the product, and therefore no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 27 of 29 involved in this event.

Manufacturer narrative:
(B)(4). A batch review was conducted for lot number gd896845 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. The cause of the reported event could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.